Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Evaluation did find the distal end cover of the scope was burned. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the foreign material in the scope was unable to be identified. The most likely cause of the burned cover was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited foreign material. The issue occurred prior to sedation. There were no reports of patient harm.